Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 200 mg/dl to reading "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with manual dose injection. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.